Manufacturer narrative:
Patient identifier: sid 510001686288 an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect total b-hcg results for one patient. The following data was provided: sid (B)(6) (B)(6) 2022) initial result 720.78 miu/ml, patient was diagnosed with ectopic pregnancy. A new sample was drawn and the result for sid sample2 was <1.2 miu/ml. The original sample (sid (B)(6) was retested, and the result was <1.2 miu/ml. The next day both samples were retested sid (B)(6) was 10986.78miu /ml and sid sample2 was <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not performed as returns were not available. Device history record review was performed on lot 32494ud02, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. The overall performance of architect total ss-hcg reagents in the field was reviewed using worldwide field data. Median values (for the negative population) for the complaint lot(s) are within the established limits. As review of applicable field data suggests that the performance is acceptable. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, we conclude that there is no product deficiency with the architect total ss-hcg reagent identified in this complaint.